Event description:
It was reported that the insulin pump showed physical damage on the case and the battery compartment where the battery cap screws in. The customer also noted other cracks on the device. The blood glucose reading was unknown. Customer believed that the device may have been dropped. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked display window corners, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.